Event description:
It was reporrted the patient presented for a routine follow up appointment. Attempts to interrogate the device were unsuccessful as no telemetry could be established. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the device reached normal battery depletion.